Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the touchscreen display is now unreadable. Customer's blood glucose level was not impacted. Reportedly, customer has back up insulin pens for continued insulin therapy.